Event description:
Gasket came loose in the part of the lead set that connects to the telemetry pack. This caused failure of the patient's EKG signal to transmit to the central station. Telemetry pack worked fine with a new lead set.